Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved in this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The mega suturecut needle driver instrument was found to have a broken pitch cable at the distal end and the broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. A review of the instrument log for the mega suturecut needle driver (part number 471172-16/ lot number k11210726 0104) associated with this event has been performed. Per logs, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 via system sk0278. The alleged instrument had 12 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk0278. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction based on the failure analysis findings: this mega suturecut needle driver instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the mega suturecut needle driver instrument had a broken wire. The procedure was completed with no reported injury. The mega needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.